Event description:
It was reported when using the pyxis medbank system, the screen froze. The customer reported that the malfunction occurred when user trying to issue the medication to patient causing a few minutes delay in dispensing the medication for the patient. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was due to debug error. A technical support specialist restarted or rebooted the device to resolve. The system functioned as intended after the technical support specialist troubleshooted the device.